Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the epic stent delivery system (sds) was received with the stent protruding 14mm from the distal end of the delivery system. There was no other damage. The inner diameter (ID) of the wire lumen was measured and is within specification. Functional testing was performed by loading a guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, entrapment occurred. The target lesion was located in an unspecified vessel. A 10x40x75 epic¿ stent was advanced and got stuck with a non-bsc guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, entrapment occurred. The target lesion was located in an unspecified vessel. A 10x40x75 epic stent was advanced and got stuck with a non-bsc guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Additional information has been requested and is not available.